Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner, cracked belt clip slot and minor scratches on the display window. .

Event description:
Customer reported via phone, the insulin pump fell off the counter top and she wasn't sure if the device was working. Customer performed self-test and displacement and device passed both test. No damage was noted on the device and the device support cap was fine. No alarms occurred. Customer was advised to call back if issued persisted. Customer's mother called back and stated the buttons were not responding. Customer's blood glucose was 25 mmol/l. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.